Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported that the tip of the driver sheared off and broke off as a result of torque. No fragments were left in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Evaluation of the device visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis also reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.